Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).

Event description:
The physician reported that the patient was in the hospital with ataxia, gait imbalance, and a history of recurrent strokes. Symptom locations were noted as thoracic, cervical, head. The physician noted that the manufacturer representative came in to put the implantable neurostimulator (ins) into MRI mode, but the battery was "dead". When asked to clarify, the physician wasn't sure if that meant overdishcarged or depleted. The physician did not have any additional details about the battery depletion or the date of the event. Further follow-up is being conducted to obtain information regarding ataxia, gait imbalance and hospitalization. If additional information is received, a follow-up report will be sent.